Event description:
On 25-oct-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 inserted set) showed that the connection between tubing connector and cannula does not make the click (the click-legs of tubing connector have damages/deformed). Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number: (B)(4). Event occurred in the united states. The patient reported that about two weeks before this report (dated on (B)(6) 2019), the infusion set got disconnected as the quick release did not remain closed. The location of detachment was at the tubing connector and this happened while the patient was sleeping. The patient's blood glucose level at time of incident and this report was 526 mg/dl, which was treated with her pump. The site location was her left and right abdomen and the pump was worn on her left side. The infusion had been in use for 70 hours and the infusions were stored in a drawer in the kitchen. She was unsure if there was stress or pull on the tubing and the pump was not dropped with the set connected to her body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that about two weeks before this report, the infusion set got disconnected as the quick release did not remain closed. The location of detachment was at the tubing connector and this happened while the patient was sleeping. The patient's blood glucose level at time of incident and this report was 526 mg/dl, which was treated with her pump. The site location was her left and right abdomen and the pump was worn on her left side. The infusion had been in use for 70 hours and the infusions were stored in a drawer in the kitchen. She was unsure if there was stress or pull on the tubing and the pump was not dropped with the set connected to her body. No further information available.